Manufacturer narrative:
The investigation into the reported delivery issue has been completed since the original report was filed. The device was not returned by the medical facility. The cause of the delivery issue was patient condition since narrowing (stenosis) was observed.

Event description:
The user facility reported a 14-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The medical team had difficulty inserting impella through the graft and after several attempts aborted the procedure for concerns for the integrity of the catheter shaft.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.